Event description:
It was reported that the customer had a blood glucose level of over 600 mg/dl. She stated she has been having high blood glucose levels for the last two weeks. Standard troubleshooting was performed. The customer was unable to complete troubleshooting. The customer was advised to contact her health care provider about her high blood glucose levels. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.